Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a hemodialysis catheter. The customer reports there was a hole in the extension tubing that was leaking. The (B)(6) radiologist inspected and replaced the catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.